Manufacturer narrative:
(B)(4). Investigation summaryexamination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the calcar mills are becoming dull at a much quicker rate than expected. User has suggested to sales rep that there is potential contact with the broach during use which may lead to it dulling quicker. User also mills between 5-7mm of bone per case. No surgical delay.